Event description:
The customer reported that after the device was powered on an error 001 and a "defibrillator cycle power failure" message was shown on the display. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.